Manufacturer narrative:
The device has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. Each cartridge lot is subjected to a statistical sampling plan and must pass testing for force (occlusion and loss of prime), cracks, and foreign material prior to release for distribution.

Event description:
On (B)(6) 2018, the reporter contacted animas and alleged the patient experienced a blood glucose of 509mg/dl, with extreme drowsiness, and symptoms of dehydration, associated with an alleged air bubbles in cartridge issue. Reportedly, the patient remained on the pump, and self treated with food and/or drink. During troubleshooting with customer technical support, it was revealed the patient¿s cartridges had air bubbles in them. This complaint is being reported based on the allegation that the patient experienced hyperglycemia associated with an air bubbles issue.